Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site representative reported the system was likely left on all weekend. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Event description:
A site representative reported that when setting up the navigation system for the day, the representative discovered the system was already on but displaying a black screen on both screens. The system did not respond to the mouse or keyboard. The site representative performed a hard shut down and rebooted the system to resolve the issue. There was no patient present when this issue was identified.